Event description:
It was confirmed that the patient will not be revised until sometime in october due to the patient¿s work obligations.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).

Event description:
The patient was charging more than expected. The frequent recharging interval programmed with group a was evaluated. Group a was set at: 24/7, cycling 1 sec on and 1 sec off, pw 450, r 110, 5.3v, 217 ohms and 21.573 ma. The recharge interval was 3.86 days from full to 25%. Recharger stats were reviewed, getting 6 bars and successfully charging. Impedances were ran and the range was 600-780. The impedances were not as good since a prior revision (see manufacturer report # 3004209178-2013-21884). The current reprogramming could not be adjusted as it works well for the patient. The patient was scheduled for a revision on (B)(6). Additional information has been requested.

Event description:
Additional information received reported that calculations were performed on the patient's implantable neurostimulator (ins) to estimate the battery recharge interval. The patient's current ins settings were noted as being at 6.9 volts, 110 hz, 450 pw, electrode settings of 3+ and 3- with group impedances of 217 ohms. The estimated recharge interval based on these settings was 1.27 days ("without considering recharging"). Cycling of 1 sec on/1 sec off was being used on all of the patient's programs. If using the settings of 4.3 volts and 293 ohms the patient recharge interval was calculate at 3.95 days. When the longevity was calculated if the ins was to be replaced (based on 6.9 volt programming) the charging interval was 3.6 volts using 200 ohms in the calculation and 5.2 days if 300 ohms was used in the calculation. This charging interval more frequently issue had been going on for the past 4-5 months. The patient was on a charging schedule about every 3 days, which was not evident on the interrogation telemetry information obtained from the clinician programmer, but was noted that the patient was only getting one days sue out of the battery which did match the information. It was then reported that the patient was setting was at 4.3 volts for their programming. It was reported, based on interrogation telemetry information, that current impedances were normal but on the lower end of the spectrum. The impedance issue reported had been seen since implant of the patient's ins. This was noted when they split the 2 leads into one ins to one lead into one ins. The lead in the patient's upper back had impedances of 1200 ohms but the lead in the occipital area had impedances of 500-700 ohms. Based on interrogation telemetry information from the clinician programmer (since (B)(6) 2014 - 3 reports total) it was noticed that the impedances were getting lower over time. It was reported that impedances back in 2009 for the occipital lead was around 700-900 ohms where it was now around 500-700 ohms. Review of group impedance measurements also showed that it was decreasing as well (started at 300 ohms now was at 217 ohms). The patient was reported as doing great with therapy and was now able to work which they had not been able to do in the past. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Event description:
Follow up information received reported that the patient was scheduled for a change of their implantable neurostimulator (ins) battery. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a few weeks later that the recharging times were checked and the recharger performance was went through. Everything was normal. The problem was that the impedances were really low and the charge goes quicker. The abdomen ins was connected to the occipital lead and has recharge interval of 5 days. Based on parameters and settings that was correct, nothing out of the ordinary. The patient was programmed to cycling at 1 on and 2 off, other group was 2 on and 3 off. Another group was going to be created without cycling to see if that helps the patient out. Seven days later it was confirmed that the new group without cycling did not help. The patient went from charging every 3 days down to every 12 hours. The patient has an appointment with her doctor on august 11th. The charging was successful in therapy was effective. The complaint was not the effectiveness or the appropriateness but rather the interval. No system issues were seen.